Event description:
It was reported that high impedances greater than 40,000 ohms were measured on c-1, c-2, c-3, c-9, c-10, and c-11. Prior to surgery, impedances were measured to be normal. The implantable neurostimulator (ins) reached elective replacement indicator (eri) and was being replaced. After replacing the ins, impedances were measured to be high on six out of eight contacts. The extensions were removed and the ins and extensions were dried off. After connecting the extensions to the ins, impedances of c-3 and c-11 were measured to be high. The extensions were disconnected and reconnected four different times and each resulted in either six contacts or two contacts being high. The extensions were tried in opposite ports, but there were still high impedances. The healthcare professional tried the old ins and it showed high impedances. The new ins was reconnected and high impedances were measured on c-1, c-2, c-3, c-9, c-10, and c-11. The hcp decided to leave the ins implanted until they could figure out what the problem was. Using the original settings, the patient experienced a loss of therapy and the tremor in their hands and legs returned. The patient was reprogrammed using the only two available contacts and tremor control was achieved with contacts zero and eight. Additional reprogramming was planned for wednesday and they hcp was to determine if the patient would need to have the extensions replaced. The manufacturing representative stated the patient may need to have an extension revision on friday to replace the extensions and try to fix the problem. The extensions were broken and they were replaced on 2015 (B)(6). After the extensions were replaced, all impedance issues we re fixed. The patient was receiving therapy and they have had no further issues. Refer to manufacturer report #3004209178-2015-05309.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot# v589335, implanted: 2011 (B)(6); product type lead product ID 3389s-40, lot# v589335, implanted: 2011 (B)(6); product type lead product ID 37601, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 37601, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4). Analysis of the extension (s/n (B)(4)) found the connector at the proximal end of the extension was not completely seated in the implantable neurostimulator (ins) connector port. There were three sets of screw marks that were too proximal, indicating the extension was not fully inserted. Analysis of the extension (s/n (B)(4)) found the connector at the proximal end of the extension was not completely seated in the ins connector port. There were four sets of screw marks that were too proximal, indicating the extension was not fully inserted.